Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation regarding the corrosion at the venting connector under the grip, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ureteroreno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion at the venting connector under the grip was found. There was no patient involvement.